Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a complex bifurcation stenting procedure, while advancing the 2.50 x 12mm trek rx balloon dilatation catheter (bdc) to the1st diagonal artery, the balloon got caught on an implanted stent strut in the left anterior descending coronary artery. During removal of the bdc, the tip of the balloon catheter broke off. An unsuccessful attempt was made to retrieve the balloon tip and it remains free floating in the vessel. The patient will remain on antiplatelet medication as treatment for the fragment left in the body. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that force was applied when removing the balloon dilatation catheter (bdc) which resulted in the reported separation. It should be noted that the coronary dilatation catheters (cdc), trek rx global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the violation of the IFU contributed to the reported separation as the device separated after force was applied the investigation determined the reported failure to advance, difficulty removing the device, unexpected medical intervention, foreign body in patient and medication appear to be related to circumstance of the procedure. The reported shaft separation appears to be related to user error/operational context. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. It was reported that the balloon got caught on an implanted stent strut in the left anterior descending coronary artery resulting in the failure to advance and difficulty removing the device. Upon further manipulation of the device and applied forced during attempts to remove it, the balloon ultimately separated. Additional treatment was performed in an unsuccessful attempt to retrieve the balloon tip and it remains free floating in the vessel. The patient will remain on antiplatelet medication as treatment for the fragment left in the body. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.